Event description:
It was reported that this pacemaker was explanted due to a non specific product performance allegation. A new pacemaker was implanted at the same surgical intervention. The explanted pacemaker has been returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted as it entered into safety mode. A new pacemaker was implanted at the same surgical intervention. All lead measurements for the new pacemaker were within normal limits, and her estimated longevity was 15 years. The explanted pacemaker has been returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.